Event description:
Customer reported via phone, she changed her battery on the insulin pump and when powering up the device reset and alarmed unexpected restart. Customer's blood glucose was 215 mg/dl. Temporary basal rate was not programmed before the alarm occurred. The device was not stored or not in use for an extended period of time. External ram crc error alarm was also noted on the device history. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced since it was the second time the device alarmed external ram crc. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.